Event description:
While treating a pt with the model 3100a, the user noticed a loud air leak coming from the pneumatics housing. The 3100a's performance and function was not affected; however, the pt was placed on another 3100a as a precaution. The pt was not compromised.